Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no complaint related issues were noted. A functional evaluation revealed the adjustment collar was very hard to turn and squeaked loudly. The adjustment collar was disassembled. The threads of the adjustment collar had graphite on them that was applied at manufacture. The graphite also had a lighter colored residue mixed in with it. This mixture hampered the smooth rotation of the adjustment collar. The complaint was confirmed and the root cause has been attributed to a breakdown of the adjustment collar lubricating graphite. This was augmented by the infiltration of a chemical into the adjustment collar housing mixing with the graphite. This prevented the smooth rotation of the adjustment collar.

Event description:
It was reported that the device does not holding traction. No patient injuries were reported.